Manufacturer narrative:
(B)(4). Date sent: 12/3/2020. D4: batch # u5a75w. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. The device opened and closed without any difficulties noted. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4); batch # u5a75w. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device was fired, and was unable to be fired again. The surgeon was unable to pry the stapler back open. There was no delay to procedure, and procedure was successfully completed with no patient consequences.